Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique identifier (UDI) #. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the channel error report was confirmed through log review; however, the error could not be replicated during the investigation. This channel error was attributed to error 241.4140.0, which was caused by a malfunction in the patient-side pressure sensor. The ¿as-received¿ inspection found the device to have the manufacturer seal intact. The lower corners on the left side and the bottom corner on the right side of the rear case were found with a dent. The right (male) and left (female) inter-unit-interface (iui) were observed with contamination, the left iui was found with pin 14 bent and pin 2 corroded. Near the ail sensor and the membrane, contaminant residues were found. All inspected components were manufactured by bd. Near the base of the air in line sensor and bezel had corrosion, no mechanical component was affected. The fsa series pressure sensor was observed in good physical condition. The build date code for the fsa series pressure sensor was observed to be february of 2019, indicating that the pressure sensor is over six (6) years old. The review of the suspect pump module error log identified an error code 241.4140.0 (sensor broken low failure). The error log indicated that there was a malfunction on (B)(6) 2025, at 9:53 am. Based on the review of the pcu event log retrieved, on (B)(6) 2025, at 9:24 am was programmed an infusion of piperacillin tazo with a rate of 140 ml/hr and a vtbi of 70 ml. At 9:48 am, the pump module alarmed air in line and was silenced. At 9:51 am, the infusion was restarted. At 9:53 am, the pump had a malfunction, and the infusion stopped. The returned suspect pump module was attached to the concomitant pcu and powered on. A primed laboratory administration set was loaded into the pump module. The pump module was selected and programmed for a ¿basic¿ infusion at a rate of 500ml/hr with an infusion duration of 2 hours, volume to be infused (vtbi)= 1000ml. The infusion completed with no errors or malfunctions. The pcu was powered on and placed in maintenance mode. Alaris system maintenance v12.3 software was used to observe the pressure sensor voltage with no load applied. The pump module pressure sensors were found to be out of specification. Light pressure was applied to the bottle and patient side pressure sensor pads. The voltage increased to a maximum of 4.9 volts for both pressure sensors then returned to their initial voltage. The faulty pressure sensors were temporarily replaced with known good pressure sensors for testing purposes only. Asm analog sensor task was performed, and it was found that the pressure sensors were within specifications. Light pressure was applied to the bottle and patient side pressure sensor pads. The voltage increased to a maximum of 4.9 volts for both pressure sensors then returned to their initial voltage. The pump module was programmed with a rate of 500ml/hr and a vtbi of 1000ml. The infusion completed with no errors or malfunctions. Per the bd alaris technical service manual v12.1.1, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported pump module channel error was found to be an error code 241.4140.0 (sensor broken low failure). The probable cause of the channel error code 241.4140.0 (sensor broken low failure) is being attributed to a malfunctioning patient side pressure sensor; however, the root cause for the pressure sensor malfunctioning was not determined. Note that imdrf annex a0401, a040502, a1801, c23, c07, c0601, d15, d11, d0302, g02017, g04088, g04037, g04067 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a channel error. The pump alarmed channel error two (2) minutes after restarting (d&f infusion). There was patient involvement but no harm.

Event description:
It was reported there was a channel error. The pump alarmed channel error two (2) minutes after restarting (d&f infusion). There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.